Event description:
It was reported that the system controller was exchanged due to damage on the white power cable.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: primary UDI number and expiration date, updated. H4: device manufacture date, updated. Manufacturer's investigation conclusion: the reported event of damaged power cable was confirmed with the returned system controller (serial # (B)(6). It was reported the system controller was exchanged due to the damaged power cables. Visual inspection of the returned device revealed damaged strain relief on the white power cable and a tear on the outer jacket of the black power cable. No functional issue was identified during the analysis relating to the damaged power cable. A root cause that led to the damaged power cables could not be determined. Incidental findings: visual inspection revealed damaged strain relief on the white power cable and a tear on the outer jacket of the black power cable. It was noted blue/green fluid within the tear of the black power cable. The user interface had damage/degradation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.